Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge power was down due to component issue. Field service engineer found that the power cord connection on rear of fridge had come loose, so engineer secure connection and restarted fridge to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge power was down. The customer reported that users were unable to remove medications from fridge. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.